Event description:
Device malfunction: foot break. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt during removal of the proglide device and once the device was removed from the pt's anatomy, the posterior foot was noted to be broken. A CT scan was not performed to locate the missing device piece. Location of the broken foot is unk. Hemostasis was achieved with the proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.